Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose of 51 mg/dl. Customer¿s current blood glucose value is 397 mg/dl. The customer¿s other relevant blood glucose was 53, 186 and 350mg/dl. The customer treated for lows with food and for high with bolus. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.